Event description:
It was reported that the procedure was to treat a concentric lesion in the mid right coronary artery with no tortuosity. A 3.0 x 12 mm trek balloon was prepared per the instructions for use, prior to use and successfully inflated to 14 atmospheres (atm) for 25 seconds with the indeflator. During deflation, the indeflator could not create the suction/negative pressure required to deflate balloon. The indeflator was exchanged for a syringe and the balloon was successfully deflated. It was noted that the indeflator had sufficient contrast (50/50 mix) within the barrel. There was no resistance noted during advancement or removal of the trek balloon catheter, and the balloon was confirmed to be fully deflated prior to removal. A new indeflator was used to complete the case with stent deployment and post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported deflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The indeflator referenced is being filed under a separate medwatch report.

Event description:
Additional information reported that the device being used with the indeflator was a 4.0 x 20 mm nc trek, not a 3.0 x 12 mm trek as initially reported. No additional information was provided.